Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and functional tests of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. Thedevice was connected to the carto 3 system, and the device was recognized, however, error 105 appeared on the system due to the damage on pebax and error 106 appeared due to an open circuit on the tip area. Also, it was observed no temperature displayed on generator due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device 31295636l number, and no internal action related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the open circuit could not be established. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001630594

Event description:
It was reported that a patient underwent an atrial fibrillation - persistent ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a hole in the surface of the pebax. During the procedure, after about 20 min of rf (radiofrequency) application, the contact force values of the catheter were suddenly very high (around 80-100). The medical team performed the zero-force process, but later the problem continued. The troubleshooting occurred over 15 minutes. However, after zero-ing the catheter, the force issue continued. The physician visually inspected the catheter and found no damages. They tried to ablate again but the force issue continued. The catheter was finally changed with a like device. The procedure continued. No patient consequences were reported.